Event description:
Getinge became aware of an issue with one of surgical lights - lucea 100. The designated complaint unit employee confirmed based on photographic evidence that paint was peeling from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6) hospital. Additional information will be provided following the conclusion of the investigation.